Event description:
Hill-rom rec'd a report from the account stating the brakes are not holding at the foot end. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the foot end brake caster not holding most likely due to normal wear and tear. Per the hill-rom service manual the bed should be subjected to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the foot end brake caster to resolve the issue. Based on this info, no further action is required.